Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Three patient samples were sent for investigation: the sample for patient 2 was found to have an interfering factor to the ruthenium label which most likely caused the elevated ft4 result. Possible ruthenium interference is claimed in the package insert. No adverse events were reported for this patient. The sample for patient 4 did not reveal an identifiable interfering factor. The elevated ft4 result was confirmed by a competitor assay (siemens centaur). There was no hint the elecsys ft4 result was erroneous. No adverse events were reported for this patient. The sample for patient 8 did not reveal an identifiable interfering factor. The elevated ft4 result, (as well as the normal tsh result) were confirmed by a competitor assay (siemens centaur). No adverse events were reported for this patient. Additional information was not provided for the rest of the samples for further investigation.

Event description:
The customer received questionable free thyroxine (ft4) results during a period of three years for an unknown number of patients. The customer provided discrepant results for 10 patients. This account monitors these results very carefully and they received some complaints from the hospital endocrinologists regarding ft4 results. The specific dates of testing are unknown. Patient 1, initial result was 2.05 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.24 ng/dl. Patient 2, male, age (B)(6), initial result was 2.01 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.38 ng/dl. Patient 3, male, age (B)(6), initial result was 2.1 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.01 ng/dl. Patient 4, female, age (B)(6), initial result was 2.22 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.15 ng/dl. Patient 5, male, age (B)(6), initial result was 2.05 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.34 ng/dl. Patient 6, male, age (B)(6), initial result was 1.93 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.39 ng/dl. Patient 7, male, age (B)(6), initial result was 2.62 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.51 ng/dl. Patient 8, male, age (B)(6), initial result was 2.19 ng/dl. The sample, repeated on an axsym analyzer, recovered 0.96 ng/dl. Patient 9, female, age (B)(6), initial result was 2.14 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.39 ng/dl. Patient 10, male, age (B)(6), initial result was 2.14 ng/dl. The sample, repeated on an axsym analyzer, recovered 1.16 ng/dl. The erroneous results were not reported outside the laboratory and the patients were not harmed by these events. The ft4 reagent lot number was not provided.